Event description:
A (B)(6) male pt called zoll customer support to report that his monitor "flashed" and would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor failed to power up. Extensive electrical damage was discovered on the c/a and defibrillator boards. The exact cause for the failure could not be determined, but the electrical damage likely occurred due to the pads being lifted under high-voltage capacitor c22 on the defibrillator board. The root cause for the lifted pads under c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The pt received a replacement monitor.